Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. The right ventricular lead exhibited exit block and decreased sensing. An ultrasonography was performed which revealed no anomalies. On (B)(6) 2015 the lead was explanted and replaced. The patient was in stable condition post surgery.